Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately one hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. However, blood was not visually observed leaking. The machine alarmed, and then blood test strips were used and tested positive. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces. Gross visual examination of the device did not identify any damage or irregularities. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified from the potting cut surface on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly to isolate the location of the leak. A short fiber was located on the circumference of the fiber bundle on the non-cavity ID end at approximately 170 degrees (with the dialysate ports at 0 degrees). Further examination of the fiber bundle did not reveal any other damage or irregularities; specifically, loose fiber fragments, and/or kinked, looped, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath confirmed the presence of a leak. In addition, the complaint investigator was able to visually confirm a short fiber at the same location of the leak from the leak test at the non-cavity ID end. As such, the reported complaint of internal blood leak was confirmed.